Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported ¿after injecting a patient [¿], in the glabella area, immediately after, the area blanched and [they] believed it was a vascular occlusion. The patient was treated with a round of hyaluronidase. On the following [day], another round of hyaluronidase was administered to the patient.¿ symptoms were reported in the nasal dorsum and left medial cheek. Hcp reported patient had a ¿depressed scar¿ and the hcp ¿injected into the scar.¿ prior to injection, hcp treated patient ¿the redness of the scar¿ with ¿laser heat (nd yaq).¿ hcp wondered if the laser heat could have caused vasodilation. Upon follow up a few days later, patient ¿looked well¿ with minimal [illegible]. Approximately 2 weeks later, patient reported to hcp ¿area was a little dry, but no discoloration.¿